Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device's thermal event. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, connector was burnt found in technical finding. There was no serious patient harm or injury. The patient required no medical intervention. The device was scrapped following the evaluation.